Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Medical devices: item number: us257848, item name: magnum trispike cup 48odx42id, lot #: 523940; item number: 139252, item name: m2a-magnum 42-50mm tpr insrt-6, lot #: 937410; item number: 103203, item name: taperloc por fmrl 9x137, lot #: 005300. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09699, 0001825034-2018-09770. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately 3 years post-implantation due to unknown reasons. The femoral head and acetabular shell components were removed and replaced. Attempts have been made and no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
It was reported patient underwent right hip revision approximately 3 years post implantation due to pain, acetabular loosening and metallosis. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. During investigation metallosis was identified as a reason for revision. Therefore, the femoral head is reportable. This report was created to reflect metallosis and additional investigation findings. Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.